Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Visual inspection was performed on the de-cased sensor's pcba (printed circuit board assembly) and no issues were observed. Extended investigation was also performed on the returned sensor. Visual inspection was performed on the returned sensor and no abnormalities were found. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Additional testing has been performed for this issue and poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. The battery was measured at 1.58v and voltage was within specification. The returned battery was intact and no damage was observed. Since the sensor¿s battery measured within specification, the battery could not product enough voltage to produce an electric shock. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an electric shock while using the adc device. There was no report of death or permanent impairment associated with this event.